Manufacturer narrative:
B3: date of event is estimated. Although this issue is attributed to the device's columns, this event will be reported on the oxygen concentrator unit. The unit was not returned for this issue.

Event description:
It was reported that the patient's device had overheated and received the replace columns message when they were leaving church. The patient happened to be in front of the ER at the time of the event, so they went and stayed there for a couple of hours until they were released to their home. A replacement device was sent to the patient, no further information is available. The inogen team attempted to contact the patient for further information three times with no response. Although this issue is attributed to the device's columns, this event will be reported on the oxygen concentrator unit.